Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
The following presentation was given by dr. M. Reijnen at the linc convention on (B)(6) 2019: ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions ¿bleeding internal iliac artery ¿ embolization and overstenting¿ as a procedural complication. No additional information was provided.